Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.1x5.9 cm abdominal aortic aneurysm. The left iliac artery was aneurysmal measuring 20, 21, 20.5, 22.5 24.5 3.1 and 24.5 mm from proximal to distal. The right was 17, 16, 17.5, 21.2, 20.4, 21.5 and 20 mm from proximal to distal. The aortic bifurcation was 3.3x2.0 cm. The aortic neck was 4.1 cm in length. It was 25.5 mm in diameter proximally and 28 mm distally. It was reported that because the patient had an aneurysmal lcia the plan was to coil the left internal and build down to the leia. However, after trying for several hours, the physician was unable to accomplish this and decided to implant a 10x10x82 endurant ii iliac extension graft over the orifice of the left hypo to avoid a potential type ii endoleak from the left internal. The distal end of the graft was in the leia and the proximal end was in the left lcia but 1.5cm below the end of the 32x16x145 endurant bifur which implanted on the left side. The 16x10x82 endurant limb was then placed in the 16 mm ipsilateral limb of the bifur with over 3cm of overlap and landed in the 10x10x82 also with 3cm of overlap. After the contralateral limb was placed, ballooning with a reliant balloon on both sides, the final angio showed what appeared to be a type ii endoleak from the left hypogastric artery. After multiple angiographic views were taken the physician thought the endoleak was a fabric type iii endoleak and decided to intervene by realigning the left ipsilateral limb from the flow divider down into the leia where the initial 10x10x82 was placed with the 16x10x124. Seal was then achieved. No additional clinical sequelae were reported and the patient is fine. Review of returned films and sizing worksheet showed that the left common iliac was aneurysmal (approximately 3cm diameter). The iliacs were non-tortuous. Images during the implant procedure were not available. The cause of the inability to coil the hypogastric, and endoleak seen post-implant, could not be determined.